Event description:
Opened a sterile packaged syringe barrel from bd and the syringe is dirty. Discovered after I put the medication for my rare genetic disease in it. Resulted in loss of my dosage of medicine. My medicine requires prior authorization.